Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, not switching on and getting a click sound on the evis exera iii video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information about the event. Section b5 was updated with additional information that was received.

Event description:
The event occurred during routine inspection. There was no procedure or patient involvement. There is no further information available for the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device was unable to start up due to a faulty power unit. However, the definitive root cause of the faulty power unit could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿clean and vacuum dust from the ventilation grills using a vacuum cleaner, when necessary. Otherwise, the video system center may break down and get damaged from overheating. [3.1 precautions for installation and connection] use the video system center only under the conditions described in ¿ environment¿ on page 368 and ¿specifications¿ on page 369. Otherwise, improper performance, compromised safety and/or equipment damage may result. [8.2 storage] store the equipment in the level position in a clean, dry, and stable location.". Olympus will continue to monitor field performance for this device.